Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a port was noted to be leaking in a patient receiving chemotherapy. The leak was noted by a radiologist. The port was surgically removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Photos of a deltec® power p.a.c. Ii implantable access system were sent. No product was received. From the photos it can be seen that the port and the catheter are in used conditions and the catheter is damaged. It has a cut. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. After a review of the different verifications that are performed during the manufacturing process to detect damage components and a 100% test for occlusion or leak test, the most probable root cause is that damage occurred after the product left the smiths healthcare manufacturing facility. The root cause could be related to user interfacing with the product in a manner inconsistent with the information for use (IFU).